Manufacturer narrative:
Philips service replaced the propeller potentiometer and calibrated the device, restoring it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm exceeded angle limit due to a propeller potmeter failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.